Event description:
Olympus was informed that on (B)(6) 2011, the pt had undergone a capsule endoscopy after being diagnosed with crohn's disease and profound anemia of 7.6. Due to these diagnoses, the attending physician decided to perform capsule endoscopy on the pt, as he suspected some bleeding in the small intestine; however, the result of the capsule endoscopy was negative for bleeding in the intestine. The procedure was successfully completed with no reported complications. The pt was advised to observe the capsule in her feces within two weeks. The pt had three follow up visits with the attending physician and the pt did not report whether the capsule was excreted or not. The user facility stated that there was no symptoms or no signs that the endocapsule was retained in the body. After one year, the pt visited a gynecologist in which an x-ray was performed. On (B)(6) 2012, the x-ray revealed a foreign object in the pt's peritoneum. The foreign object has similar look as that of the endocapsule; although it has not been confirmed if it is the endocapsule or may be a retained surgical clip from a pervious c-section procedure. The pt is medically stable, no signs of infections or illness.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report and was informed that the pt was reexamined with a colonoscope on (B)(6) 2012; the procedure confirmed that the endocapsule was retained in the pt's small intestine. As a result, the pt was referred to a surgeon to remove the endocapsule. The nurse at the user facility further reported that the pt is currently doing fine. The cause of the reported event could not be conclusively determined; however, the pt's anatomy and/or disease cannot be ruled out as a contributory factors. If significant add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.